Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an air error. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Device not accessible for testing. Getinge service call was cancelled for this event. A supplemental report will be submitted upon completion of our investigation. Additional information: it was reported that the patient height was 77".

Manufacturer narrative:
Additional point of contact : (B)(6).

Event description:
N/a.